Event description:
Reporter indicated that hand-held screen would constantly become frozen. Troubleshooting did not resolve issue. Product received by manufacturing and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.